Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: this is one of three devices used during the event. Refer to MFR report #3005099803-2009-00832 and 3005099803-2009-00893 for the other two device reports. Note: procedure, event and death dates are unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "malignant gastroduodenal obstruction: treatment with self-expanding uncovered wallstent' gutzeit, et al, published in cardiovascular and interventional radiology. On 2009 jan-feb; 32 (1): 97-105. (Epub 2008 oct 15). According to the article, two wallstent enteral endoprosthesis stents were used to treat a long obstruction in the third and fourth portion of the duodenum. The stents were initially placed successfully, however during retrieval of the guidewire, the tip of the wire became caught in the mesh of the distal stent dislodging both stents. No additional stents were available in the laboratory. Within 3 days, the patient's condition deteriorated and the patient died seven days after the intervention due to his underlying disease.